Manufacturer narrative:
(B)(4). Device product code- phx. Concomitant medical products: 405883, comp rvs 3.2mm drl, 025380; 180503, comp locking screw 4.75x30mm, 402230; 115313, comp rvsr shldr glnsp +3 36mm, 302660; 405889, comp rvs 2.7mm dia drl, 025460; 180501, comp locking screw 4.75x20mm, 905410; 113634, comp primary stem 14mm mini, 145080; 405800, comp. Rev shldr 9 in steinmann, 008210; 180510, comp non-lckng screw 4.75x30mm, 448060; 115340, comp rvs hmrl ti tray 44mm, 367310; 115330, comp rvrs shdr glen bsplt +ha, 524640; 180507, comp non-lckng screw 4.75x15mm, 319810; xl-115364, arcom xl 44-36 std +3 hmrl brg, 990150; 118001,  versa-dial/comp ti std taper, 201450.  The complaint cannot be confirmed since surgical op note or x-rays were not provided. Review of device history records found no related deviations or anomalies. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04550.

Event description:
It was reported that the patient underwent a left reverse shoulder arthroplasty revision surgery twenty-two days post primary due to disassociation of the taper/glenosphere secondary to the central screw not being fully seated in the base plate. No additional information is available.

Manufacturer narrative:
The complaint is confirmed based on the surgical operative notes that were provided. Review of device history records found no deviations or anomalies related to the reported event. A definitive root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.